Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be confirmed by analysts. There was no fault found with the returned device. The event log indicated that the pump delivered per the program. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H2: see e1.

Event description:
Information received indicating that a patient using smiths medical cadd solis vip pump took an overdose of morphin. The reporter stated that the patient was well but this patient stayed in intensive care unit during 2 days.